Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm after assisting the patient for more than twenty-four (24) hours. The iabp unit was replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm after assisting the patient for more than twenty-four (24) hours. The iabp unit was replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse reported that the unit did not go into ¿system over temperature¿ alarm but it was very hot inside. To address the issue, the fse replaced the fan assembly. The iabp unit was tested and passed to specifications. The unit was returned to the customer and cleared for clinical use.